Event description:
The customer reported that the camera will not rotate. It needs new cable pushers and has overload fault error and charger failed errors.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the cable pushers. The system is operating as intended.